Event description:
During use of the subject device for a pancreaticoduodenectomy, probe damage error occurred. The procedure was completed with another device.

Manufacturer narrative:
As a result of the eval of olympus medical systems corp (omsc) on (B)(4) 2014, it was found that the ptfe pad of the subject device was partially separated. There was no patient injury reported. The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially separated from the jaw. The manufacturing record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the pad was separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.